Event description:
It was reported that the patient lost therapy. The ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on 03mar2022 wherein the ipg was explanted and replaced addressing the issue. Reportedly, therapy was restored post operatively.